Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the primary tubing separated at the lower junction of the drip chamber and leaked. There was no patient harm.

Manufacturer narrative:
Additional/updated information: g.3. Correction: e.3, omit other from g.3. No product will be returned per customer. The customer¿s complaint of the primary tubing separated and leaked at the lower junction of the drip chamber was confirmed from a photo received from the customer. The customer¿s photo was evaluated and the reported event of separation was observed to be from the vinyl tubing to the drip chamber outlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the primary tubing separated at the lower junction of the drip chamber and leaked. There was no patient harm.